Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg >400 mg/dl). Infusion set was changed. Customer consumed water and boluses were delivered to address bg. Customer declined to complete pump system check with tandem technical support.